Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited lead position check failure and capture issues. The right ventricular (rv) lead exhibited frequent safety pacing issues. The leads remain in use. No patient complications have been reported as a result of this event.